Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery compartment was observed to be cracked and moisture and corrosion was observed inside the battery compartment. During testing the pump would not power on. A leak test was performed and the display lens was found to be leaking. The pump was opened and moisture and corrosion was found on the internal electronics. Further testing could not be completed due to the pump not powering.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump became hot; she did not report any injuries due to the temperature of the pump. She stated that she was aware of a crack in the pump, she went swimming with the pump attached, and she noticed moisture in the pump when she emerged from the water. The patient alleged that she attempted to dry the pump and she then replaced the battery with a new one. She stated that after a few hours of use the pump began to feel hot. She said she removed the battery and discontinued pump use.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.